Event description:
End-user stated that for bout two (2) months experienced itching, but no redness, outside border's edge where the tape collar ends.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user was advised to change his soap to ivory. In addition, samples of barrier wipes were sent to user. Lastly, end-user was advised to notify convatec if condition persists. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info becomes available, a follow-up report will be submitted. (B)(4).